Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were in hospital. The customer¿s blood glucose level was unknown at the time of the incident. Customer asked to turned off insulin pump and now they turned it back on but transmitter was not connected with the insulin pump. The device will not be returned for analysis.